Event description:
Reported as "50 cc balloon catheter was not deflating in 1:1". This defect occurred during use on a patient. No patient harm or injury. The current patient status was not reported. At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn #(B)(4).

Manufacturer narrative:
Qn#(B)(4). Additional information received on 19 september 2023 states that the issue was resolved by removing the catheter and inserting a 2nd catheter from a different brand at the same insertion site. The patient status is reported as "discharged home". The reported complaint of "catheter was not deflating" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks:n/a . Corrected data: n/a.

Event description:
Reported as "50 cc balloon catheter was not deflating in 1:1". This defect occurred during use on a patient. No patient harm or injury. The current patient status was not reported. At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.